Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was duplicated and isolated to the external paddles. The external paddles were replaced to resolve the report. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached paddles. Complainant indicated that there was no patient involvement in the reported malfunction.